Event description:
It was reported that during the initial fitting carried out in 2008, it was seen that electrode channels 6 + 7 had short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.